Manufacturer narrative:
Block b3: the event date was not provided however july 1st was selected due to information in article. Block g2: literature source: mayank goyal, mbbs, 1,2 manik aggarwal, mbbs, 1 ryan law, do, endoscopic management of a complex gastrocolojejunal fistula following endoscopic ultrasound guided gastrojejunostomy volume 11, no. 6 : 2026 videogie. Block d4, h4: the complainant was unable to provide the complaint device lot number. We are unable to provide the device manufacture date. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter facility name: division of gastroenterology and hepatology, mayo clinic; reported here as it exceeded the character limit for the designated field. Block h6: imdrf patient code e233605 captures the reportable event of septic shock. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e2314captures the reportable event of fistula. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f1901 captures the reportable event of additional surgery. Imdrf impact code f2202 captures the reportable event of endoscopic diagnostic procedure. Imdrf impact code f2203 captures the reportable event of imaging required.

Event description:
Boston scientific became aware of an event involving an axios electrocautery enhanced lumen-apposing metal stent (lams) through the article titled endoscopic management of a complex gastrocolojejunal fistula following endoscopic ultrasound guided gastrojejunostomy by ryan law et al. The article describes a 69-year-old male who underwent eus-guided gastrojejunostomy using a 15 mm x 10 mm electrocautery-enhanced lams. The authors reported that severe intra-abdominal inflammation likely obscured visualization during deployment, resulting in through-and-through puncture of the colon between the stomach and jejunum. Eight weeks later, the patient presented with septic shock and suspected an anastomotic leak. Cross-sectional imaging demonstrated a gastrocolic fistula and a colojejunal fistula, which were confirmed endoscopically. Initial management included the placement of two lams and a coaxial fully covered self-expandable metal stent. During repeat endoscopy, the previously placed stents were removed using grasping forceps, and the colojejunal and gastrocolic fistulas were subsequently closed using endoscopic suturing with otsc reinforcement. Follow-up endoscopy demonstrated intact closures with no evidence of leak or dehiscence, and no recurrence of the fistula was reported. Please see the referenced article for full details and full listing of physicians and healthcare facilities. Note: it was reported that the axios stent was intended to be implanted during a gastrojejunostomy procedure. However, according to the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to be used for a gastrojejunostomy procedure.